Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric sleeve, there force error detected on the device. Another load was used to resolve the issue. There was no patient injury.